Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a longitudinal tear 6mm long starting from the proximal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. No balloon pieces wer left in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 87% stenosed target lesion was located in the moderately calcified distal right coronary artery. A 3.00mm x 20mm nc emerge balloon catheter was advanced for post dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. No balloon pieces wer left in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.